Manufacturer narrative:
H2: additional information ¿h6: health effect - impact code¿ h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was received without anchors or suture. The actuator tip was in the t2 pre-deployment position. The device showed no signs of physical damage. A functional evaluation revealed the actuator tip and deployment knob function as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy using the fast-fix 360 both t's simultaneously deployed. T1 was deployed trough the meniscus. It is unknown if there was a delay, however the procedure was completed with a back-up device. No patient injury was reported.